Event description:
It was reported while inserting the 5.5mm x 45mm screw at t10 right side without tapping, the screw broke. Right after this, both 4.5mm taps broke when drilling a pilot hole on the right side of l2/l3 vertebral body. The broken screw remains implanted within the patient body. The taps were able to be removed using extra instruments. The patient has new leg pain when lying down and sitting post-operatively. The procedure was delayed two hours due to the breakage, removal, and re-inserting the screws. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00204.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the screw was fractured off, and the tips of both cannulated taps were fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to inserting the screw without tapping initially, or due to sclerotic bone. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported while inserting the 5.5mm x 45mm screw at t10 right side without tapping, the screw broke. Right after this, both 4.5mm taps broke when drilling a pilot hole on the right side of l2/l3 vertebral body. The broken screw remains implanted within the patient body. The taps were able to be removed using extra instruments. The patient has new leg pain when lying down and sitting post-operatively. The procedure was delayed two hours due to the breakage, removal, and re-inserting the screws. This is report one of three for this event.